Manufacturer narrative:
The case was escalated to a philips product support engineer (pse) for investigation of the failed watchdog reboot. The pse found that the watchdog displayed an error. It was unable to stop processes and generated an inop alarm. Watchdog stayed stuck on snapshot processing until the user performed a manual reboot. The issue was added to the software change request database (azuredevops). The investigation found that to trigger a computer reboot, a windows api call (advapi32::initiatesystemshutdownex) is used which returns whether or not the shutdown request succeeded. However, the result is not processed; there is an assumption that the call succeeds. It was determined that the code should be updated to expose the result and corresponding error code to at least log it, if not take additional actions to reboot the computer. It has been recommended to upgrade at the next software release. Based on the information available and the testing conducted, the cause of the reported problem was a software deficiency. The reported problem was confirmed. Analysis was performed and investigation has been completed. An update of the new software will be released at a later date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that during the night they lost the alarm sounds. The device was not in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
E1: reporter: (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported during the night they lost the sounds of the alarms. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.